Event description:
It was reported that the c-arm on the 9800 system would intermittently have a loss of power. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The lemo pin connector was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.